Event description:
It was reported that a patient experienced ventricular tachycardia, ventricular fibrillation, vasospasm and a cardiac arrest. After a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave nav 31 mm catheter was selected for use. 32 ablations, only pulmonary vein isolation (pvi), standard workflow 8 ablation per vein. No extra ablations and no ablation outside of the pulmonary veins (pv) occurred. The farawave catheter was removed and the procedure was completed. After 5 minutes the patient suddenly went in ventricular tachycardia. After other 2 minutes in ventricular fibrillation. The patient was monitored with an echography that reveals no tamponade or pericardial effusion. The physician performs 7 direct current (dc) shock in order to revert the ventricular fibrillation with acute effect but just after 1 or 2 beat the ventricular fibrillation (vf) comes back. At that moment, emodinamists performed a coronarography that reveals a diffuse coronary spasm: left coronary was completely spasmotic but also the other coronaries. It was infused 3cc of nitroglicerin directly into the coronary. Within a few minutes of intracoronary nitrate administration, the patient regained a pulse and sinus rhythm. Repeat coronary angiography demonstrated widely patent coronary arteries with complete resolution of the coronary vasospasm. The patient remained in cardiac arrest for approximately 17 minutes, during which high-quality cardiopulmonary resuscitation and appropriate advanced life support were provided. Later that evening, the patient was successfully extubated without evidence of cerebral injury or neurological deficits. Procedure was completed yet when the complication occurred. The hospitalization was prolonged because of the complication. No issue of the product. Farawave catheter had no problems, or error during the whole procedure. The patient is expected to fully recover from the event. The device return is unknown.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.